Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile device were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed for the subject device. Our investigation shows that the plate is bent. Also we found scratches on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correct date received by manufacturer for previously submitted report (follow up #2) was mar 9, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw removal from the lower jaw took about 1-hour. On the right side, 4 of the 6 screws were successfully extracted; however the remaining 2 needed ultra-sonic bone-crasher to shave at around the screws since the screw heads got worn out. In the end, the 2 screws were extracted by using the elevator inserted between the plate and the bone. As for the left side, all the screws came off. There was a 40-minute surgical delay reported. The doctor commented that considering the mechanical force, which is needed to extract the screw from the cortical bone, the retention of the current screw driver is not adequate (too weak). This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.